Manufacturer narrative:
Concomitant medical products: product ID 388928, lot# 0210323412, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. (B)(4). Analysis of the tined lead found no significant anomaly. The insulation and conductors were crushed 5.8 cm from the distal end.

Event description:
The patient, via the manufacturer representative, reported their overactive bladder symptoms returned. All available programs were tried with no positive effect and impedance testing was all within range. An x-ray showed there was forward migration of the lead. All four electrodes migrated through the sacral cortex. The patient could not identify a fall or sudden movement that may have caused lead migration. Their symptoms had been well controlled and then suddenly incontinence returned. The lead was removed and replaced. The new lead was connected to the existing implantable neurostimulator. The issue was resolved.